Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr used a test circuit and performed the operational verification procedure. The device has passed all tests, calibrations, and is working to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator with a patient, it stopped delivering oxygen. The customer reported there was no harm or injury.